Manufacturer narrative:
Lead noise was initially reported in in MFR number 2017865-2014-18517.

Event description:
It was reported that the right ventricular lead exhibited noise and high capture threshold. The right atrial lead exhibited noise. The leads were replaced and replaced. No further information was available.

Event description:
New information available on 9/17/2018 states that the patient was not symptomatic and was stable before, during and post procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. The reported events were lead noise was confirmed. Lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted at (B)(4) cm to (B)(4) cm from the connector pin.